Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) did not communicate with a monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with a monitor) has been confirmed. As rec'd, the belt failed incoming testing. Upon eval, there was an open along the orange (+5v) wire in the trunk cable. The cause of the failure is the open wire. The root cause of the open wire was excessive force. No adverse event resulted from the defective belt.